Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
This record is being submitted because the investigation has been completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.